Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. At the time of the event, the customer was alerted to the battery becoming hot by the pump resulting in a valid temperature alarm occurring. There was no reported impact to customer's blood glucose. No additional information was provided.